Manufacturer narrative:
The patient disconnected from the setup without following proper disconnect procedures which led to air bubbles in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during drain three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that the patient disconnected from the set-up to use the bathroom during the dwell, but did not use a cap or clamp the line. The technical service representative (tsr) instructed to end the therapy and advised to either resume therapy manually or start over with new supplies. The tsr also reviewed proper procedure for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.